Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. The customer states last bolus was not recorded. Customer states alarm occurred after battery change and shortly after inserting a new battery. Customer states they experienced multiple unexpected restart alarms after battery change. Customer declined to continue troubleshooting. The device will not be returned for analysis.